Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of diopter -9.0/0.4/113(sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2024 . On (B)(6) 2024 the lens was exchanged for a same length/different model lens due to lens rotation not associated with a low vault. The problem was resolved. The cause of the event was reported as unknown